Event description:
Medtronic received information via literature regarding outcomes of aortic and mitral valve surgery for rheumatic heart disease in s ub-saharan africa. All data were collected from a single ethiopian center between 2009 and 2017. The study population included 240 patients (predominantly female, mean age 19 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients eight were implanted with a medtronic porcine bioprosthetic valve (n=2) or mechanical valve (n=6) in either the aortic or mitral valve position. No model names or other unique device identifier numbers were provided. Among all bioprosthetic and mechanical valve patients, adverse events included: stroke, major bleeding requiring intervention, endocarditis, svd, new onset atrial fibrillation (afib), and wound infection. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: tamirat et al. Contemporary outcomes of aortic and mitral valve surgery for rheumatic heart disease in sub-saharan africa. J thorac cardiovasc surg. 2021 dec;162(6):1714-1725.e2. Doi: 10.1016/j.jtcvs.2020.02.139. Epub 2020 apr 25. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.